Event description:
It was reported that a patient was implanted with a pacemaker system on (B)(6) 2024. The patient passed away on (B)(6) 2024 due to acute cardiac failure and cardiogenic shock. The physician did not allege that the patient's death was related to any abbott products.